Event description:
The pull wire was caught on hooks. The physician was not able to remove the wire from the hooks. Pt was converted to standard open repair. Further info indicates that the pt expired on 06/28/2000. Cause of death not confirmed at the date of this report.